Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported middle/center button was unresponsive from time to time and need to hit it several times for it to work. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for keypad anomaly. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked down keypad button. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the self test. No stuck buttons, multiple press issues, button response delays, hard-to-press keypad buttons, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The case was cut open. There are signs of previous moisture presence in/around the following: lcd flex cable terminal. In summary, the customer¿s report of an unresponsive select keypad button was not confirmed during testing. The pump does not meet specs due to the signs of previous moisture presence inside the case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.